Event description:
It was reported that the user¿s ilet was operating in bg run mode and the user was unable to declare meals while manually entering blood glucose values after running out of sensors. No reported symptoms. Outcomes included a planned transition to an alternative insulin therapy after disconnecting from the device. Investigation included troubleshooting and education with guidance to discontinue use without sensors and to use an alternative therapy. Investigation of this case revealed device performance limited by user not starting a new sensor due to lack of sensor availability, with the system functioning in bg run mode as designed when no sensor is present. It was concluded, based on previously established findings for similar reports, that the cause was user operation without available sensors leading to intended device behavior and a clinically appropriate decision to switch therapies.